Event description:
It was reported by the technical services that the patient was presented to the clinic remotely via merlin.net. Transmission from the patient's pacemaker revealed far r oversensing resulting in inappropriate automated mode switch (ams) episodes. No intervention and no patient consequences were reported.

Manufacturer narrative:
Correction : investigation conclusion was wrongly updated as "4307 - cause traced to component failure" instead of "4315 - cause not established". The data is now corrected.